Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's mother called animas reporting that there were air bubbles at the top of the cartridge. She said that when waking up the patient's blood glucose level was 116 mg/dl with trace ketones. At lunch her blood glucose was 120 mg/dl and the patient had mild/moderate ketones. In the afternoon the patient checked the patient's ketones and noticed a very high concentration so the patient went to the hospital. She told the patient to drink a lot of fluids but the amount of ketones was not decreasing so the patient was taken to the hospital. The patient's blood glucose level at the hospital was 160 mg/dl and the patient was given IV fluids. The patient's mother said the patient's breath smelled funny and the patient has been irritable. She said the patient felt nauseated the day prior to calling animas. The health care professional at the hospital however feels the patient is not ill. Although the patient's blood glucose levels did not elevate the patient's mother felt the air bubbles in the cartridge contributed to the ketones.